Event description:
It was reported that there was a malfunction on the pump, indicated by the malfunction code "malf 9." There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. The issue did not recur after resetting, and the customer was advised to continue using the pump and to call back if the problem happens again.